Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error, blank display and keypad was unresponsive. The customer¿s blood glucose level was 15 mmol/l. The customer attempted to do rewind multiple times but the screen went blank completely blank and insulin pump was vibrating. Customer reported the insulin pump was exposed to moisture. The customer did not proceed with keypad anomaly and blank display troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm critical pump error (open book image) alarm and keypad anomaly due to blank display.